Event description:
On (B)(6) 2011 pt reported there are black lines that run through the display screen on her infusion device. Pt stated the lines run through the date and time fields and that they run through the basal rates field also. Pt reported she can make out what the screen says but the lines are still going through the fields. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.